Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury appears to be due to friable leaflet tissue and is therefore related to patient conditions. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, posterior flail, mitral annular calcification, and cleft medial to flail. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip xt was then inserted, and grasping was performed. However, on the first grasping attempt, a posterior leaflet injury was observed. It was noted that the leaflet tissue appeared friable. Due to the posterior leaflet length was too short, the clip was removed and replaced. A mitrclip ntw clip was then inserted and deployed. The procedure was completed with two clips implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.